Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged leukemia, respiratory problems. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated the presence of degraded sound abatement foam residue. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, blower, blower housing, air inlet seal, and bottom enclosure. Pil observed white hairlike contaminant on the blower and bottom enclosure. Pil observed the air inlet seal was discolored. Evidence of sound abatement foam degradation/breakdown was observed. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged some medical issue. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.